Event description:
Customer reported, her power cord was no longer working, as the wiring had been exposed and the protective cover was torn. Customer indicated the unit becomes very hot if plugged in and actually sparked on one occasion. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer indicated in her initial report that she had disposed of the bad transformer. As the original product is not available for evaluation/analysis, no definitive conclusion regarding the root cause of the reported event can be made. However, sparking is indicative of at least one short in the dc cord, which does not pose an electrocution risk since it is on the dc side of the transformer; however, sparking poses a risk should it come in contact with a combustible material. Therefore, the decision was made to submit a medwatch. CAPA (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process.